Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2016-10351.

Event description:
During arthroscopic bankert repair the surgeon made a bone hole and inserted the device. However, it was reported that the device came off while he was suturing. Although he made another bone hole and inserted a different anchor, it also came off. They were discarded at the hospital. By using a larger anchor, the surgery was completed with a 30-minute delay. There was no harm to the patient.